Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette leaked. This was identified during an unspecified step of automated peritoneal dialysis therapy. The home patient (hp) reported that around 2 am, the hc machine started to beep and when the hp woke up they found that the cloth, which was put under the hc, was wet. The hc machine was also wet. The hp could not figure out exactly where the leak was coming from. The hp stated that they called renal therapy services and were advised to change the supplies and afterwards they performed a manual exchange. There was no patient injury or medical intervention associated with this event. No more information was available.